Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
A revision surgery was planned to be performed on (B)(6)2024, using the blueprint planning feature. The revision was due to the glenoid components were loose. Base plate, center screw, peripheral screws and glenosphere.